Manufacturer narrative:
(B)(4). Concomitant products: stents: 2.50 x 33 mm, 2.50 x 12 mm, 2.25 x 12 mm, 2.25 x 18 mm xience alpine. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a 2.25 x 18 mm xience alpine, 2.50 x 33 mm xience alpine, 2.50 x 12 mm xience alpine, 2.25 x 12 mm xience alpine, and a 2.25 x 18 mm xience alpine stents were implanted on (B)(6) 2016. On (B)(6)2016, the patient was re-admitted with cardiovascular symptoms including heart failure. It is unknown what treatment was performed. The final patient outcome is unknown and the patient was discharged to a hospice. No additional information was provided.